Manufacturer narrative:
The insulin pump alarmed with a motor error during the occlusion test, due to a loose drive support disk. It was not possible to verify prime rewind alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners and battery tube threads. The device was also received with minor scratches on the display window.

Event description:
It was reported that the customer received a prime rewind alarm on the insulin pump and insulin was squirting out during the manual prime process. The customer's blood glucose was 122 mg/dl. He stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap appeared normal. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.